Event description:
According to the complainant there was a possible failure in the infusion of medications in a shorter time than scheduled. Reportedly the patient was prescribed midazolam 9 milliliters an hour (ml/h), infused at 1.6 milliliters an hour (ml/h). No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.